Event description:
The customer reported that the philips network is not working. It is unknown if the device was in clinical use at time of event, and there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number (B)(6). E1: reporter phone number (B)(6). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
D4: product UDI - made several attempts to obtain information, therefore no UDI is available. H6: multiple good faith efforts attempts have been conducted to gather more information but have been unsuccessful. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. We are unable to confirm evaluation and final disposition of the device, the investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.